Event description:
Reportable based on device analysis completed on 08sep2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 24 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Device evaluated by MFR.: p select ous mr 24 x 2.50mm stent delivery system was returned to the complaint investigation site. A complete hypotube break was noted 17.6cm distal to the distal end of the strain relief and another 99cm proximal from the port exchange. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified.